Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube)"), polymenorrhagia ("excessive and frequent menstruation"), pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding during periods"), uterine perforation ("perforation uterus"), autoimmune thyroiditis ("hashimotos") and pregnancy with contraceptive device ("pregnant with essure micro-insert - cesarean section (B)(6)2016") in a 28-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *on (B)(6)2011 by hysterosalpingogram (hsg) and the result of essure confirmation test are unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and left tube inconclusive and the date on which received the results was 2011. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included fibromyalgia, chronic fatigue syndrome, hepatitis and thrombocytopenia. Concomitant products included butalbital;caffeine;paracetamol (fioricet), desogestrel;ethinylestradiol (mircette), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (tri-cyclen), ethinylestradiol;norgestimate (tri-sprintec), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride, levothyroxine sodium (synthroid), nifedipine (adalat) and vitamin d and analogues. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 4 days after insertion of essure. In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), insomnia ("insomnia"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), pollakiuria ("painful frequent urination"), hypersensitivity ("allergic or hypersensitivity reaction") and rash ("rashes or skin conditions type: rash"). In 2013, the patient experienced irritable bowel syndrome ("ibs"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced allergy to metals ("nickel allergy"), night sweats ("night sweats"), hot flush ("hot flashes"), irritability ("irritability"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), paralysis ("paralysis") and seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), sjogren's syndrome ("sjogrens"), rheumatoid arthritis ("rheumatoid arthritis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cluster headache ("cluster headache"), uterine pain ("uterus pain"), myalgia ("muscle pain"), arthralgia ("joint pain/ hand/ knees"), bladder pain ("bladder pain") and eye pain ("eye pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, nova sure ablation, robotic assisted laparoscopic hysterectomy with bilateral salpingectomy and ablation on (B)(6)2016). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, polymenorrhagia, pelvic pain, uterine perforation, autoimmune thyroiditis, pregnancy with contraceptive device, abdominal pain, night sweats, hot flush, irritability, menorrhagia, urinary tract infection, anxiety, depression, sjogren's syndrome, rheumatoid arthritis, bladder disorder, urinary tract disorder, migraine, headache, nausea, cluster headache, vaginal discharge, fatigue, irritable bowel syndrome, insomnia, alopecia, vitamin d deficiency, vitamin b12 deficiency, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, paralysis, seizure, uterine pain, myalgia, arthralgia, bladder pain, hypersensitivity, eye pain and rash outcome was unknown and the vaginal haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, bladder disorder, bladder pain, cluster headache, depression, dysmenorrhoea, dyspareunia, eye pain, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, irritability, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night sweats, paraesthesia, paralysis, pelvic pain, pollakiuria, polymenorrhagia, rash, rheumatoid arthritis, seizure, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: the trailing coils left 3, and right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes & left tube inconclusive healthcare provider communication: suggested another test. But insurance denied the request. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain, pelvic pain. Described pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: rash. Onset date of event updated. Lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube)"), polymenorrhagia ("excessive and frequent menstruation"), pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine perforation ("perforation uterus"), autoimmune thyroiditis ("hashimotos") and pregnancy with contraceptive device ("pregnant with essure micro-insert - cesarean section (B)(6) 2016") in a 28-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, chronic fatigue syndrome, hepatitis and thrombocytopenia. Concomitant products included anovlar (loestrin), axotal (fioricet), cilest (tri-sprintec), cilest (tricyclen), ergocalciferol (calciferol), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride (vistaril), levothyroxine sodium (synthroid), marvelon (mircette), metaxalone (skelaxin) and nifedipine (adalat). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 days after insertion of essure, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), insomnia ("insomnia"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency") and vitamin b12 deficiency ("vitamin b12 deficiency"). In 2013, the patient experienced irritable bowel syndrome ("ibs"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced allergy to metals ("nickel allergy") and seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), night sweats ("night sweats"), hot flush ("hot flashes"), irritability ("irritability"), menorrhagia ("menorrhagia"), urinary tract infection ("utis,"), anxiety ("anxiety"), sjogren's syndrome ("sjogrens"), rheumatoid arthritis ("rheumatoid arthritis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), cluster headache ("cluster headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pollakiuria ("painful frequent urination"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), paralysis ("paralysis"), uterine pain ("uterus pain"), myalgia ("muscle pain"), arthralgia ("joint pain/ hand/ knees") and bladder pain ("bladder pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (nova sure ablation), surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, polymenorrhagia, pelvic pain, uterine perforation, autoimmune thyroiditis, pregnancy with contraceptive device, abdominal pain, night sweats, hot flush, irritability, menorrhagia, urinary tract infection, anxiety, depression, sjogren's syndrome, rheumatoid arthritis, bladder disorder, urinary tract disorder, migraine, headache, nausea, cluster headache, vaginal discharge, fatigue, irritable bowel syndrome, insomnia, alopecia, vitamin d deficiency, vitamin b12 deficiency, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, paralysis, seizure, uterine pain, myalgia, arthralgia and bladder pain outcome was unknown, the vaginal haemorrhage and dysmenorrhoea had resolved, the allergy to metals was resolving and the dyspareunia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, bladder disorder, bladder pain, cluster headache, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypoaesthesia, hypothyroidism, insomnia, irritability, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night sweats, paraesthesia, paralysis, pelvic pain, pollakiuria, polymenorrhagia, rheumatoid arthritis, seizure, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: the trailing coils left 3, and right 3. Diagnostic results: on (B)(6) 2011 by hysterosalpingogram (hsg) and the result of essure confirmation test are unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and left tube inconclusive and the date on which received the results was 2011. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain, pelvic pain. Described pregnancy with contraceptive device, device ineffective. Most recent follow-up information incorporated above includes: on 3-apr-2018: night sweats, hot flashes and irritability, abnormal bleeding (vaginal, menorrhagia), nickel allergy, utis, anxiety and depression, hashimotos, sjogrens, ra, bladder or urinary problems or changes, migraines / headaches,nausea, cluster headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), pain, vaginal discharge, perforation(fallopian tube(s)), fatigue, ibs, insomnia, b12+ vitamin d deficiency, hair loss, bladder pain, arthralgia, myalgia, uterine pain, seizure, paralysis, paraesthesia, hypoaesthesia, hypothyroidism, pollakiuria, vitamin b12 deficiency, vitamin d deficiency were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), polymenorrhagia ("excessive and frequent menstruation") and pregnancy with contraceptive device ("pregnant with essure micro-insert - cesarean section (B)(6) 2016") in an adult female patient who had essure (batch no. 774392) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy) and surgery (nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, polymenorrhagia, pregnancy with contraceptive device, abdominal pain and allergy to metals outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, pelvic pain and polymenorrhagia to be related to essure. The reporter commented: the trailing coils left 3, and right 3. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain, pelvic pain. Described pregnancy with contraceptive device, device ineffective. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Batch number added. Reporters added. She underwent robotic assisted laparoscopic hysterectomy with bilateral salpingectomy and diagnostic cystoscopy. Event added per mr: pregnant with essure micro-insert - cesarean section (B)(6) 2016, device ineffective. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube)"), polymenorrhagia ("excessive and frequent menstruation"), pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding during periods"), uterine perforation ("perforation uterus"), autoimmune thyroiditis ("hashimotos") and pregnancy with contraceptive device ("pregnant with essure micro-insert - cesarean section (B)(6) 2016") in a 28-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included fibromyalgia, chronic fatigue syndrome, hepatitis and thrombocytopenia. Concomitant products included anovlar (loestrin), axotal (fioricet), cilest (tri-sprintec), cilest (tricyclen), ergocalciferol (calciferol), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride (vistaril), levothyroxine sodium (synthroid), marvelon (mircette), metaxalone (skelaxin) and nifedipine (adalat). On 14-jan-2011, the patient had essure inserted. On 18-jan-2011, 4 days after insertion of essure, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In may 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), insomnia ("insomnia"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2013, the patient experienced irritable bowel syndrome ("ibs"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced allergy to metals ("nickel allergy"), night sweats ("night sweats"), hot flush ("hot flashes"), irritability ("irritability"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), paralysis ("paralysis") and seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("utis,"), anxiety ("anxiety"), sjogren's syndrome ("sjogrens"), rheumatoid arthritis ("rheumatoid arthritis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), cluster headache ("cluster headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pollakiuria ("painful frequent urination"), uterine pain ("uterus pain"), myalgia ("muscle pain"), arthralgia ("joint pain/ hand/ knees"), bladder pain ("bladder pain") and eye pain ("eye pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (nova sure ablation), surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy), surgery (ablation on 29-aug-2016) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 28-mar-2017. At the time of the report, the fallopian tube perforation, polymenorrhagia, pelvic pain, uterine perforation, autoimmune thyroiditis, pregnancy with contraceptive device, abdominal pain, night sweats, hot flush, irritability, menorrhagia, urinary tract infection, anxiety, depression, sjogren's syndrome, rheumatoid arthritis, bladder disorder, urinary tract disorder, migraine, headache, nausea, cluster headache, vaginal discharge, fatigue, irritable bowel syndrome, insomnia, alopecia, vitamin d deficiency, vitamin b12 deficiency, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, paralysis, seizure, uterine pain, myalgia, arthralgia, bladder pain, hypersensitivity and eye pain outcome was unknown and the vaginal haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on 29-mar-2016. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, bladder disorder, bladder pain, cluster headache, depression, dysmenorrhoea, dyspareunia, eye pain, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, irritability, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night sweats, paraesthesia, paralysis, pelvic pain, pollakiuria, polymenorrhagia, rheumatoid arthritis, seizure, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: the trailing coils left 3, and right 3. Diagnostic results: on (B)(6) 2011 by hysterosalpingogram (hsg) and the result of essure confirmation test are unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and left tube inconclusive and the date on which received the results was 2011. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain, pelvic pain. Described pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube)"), polymenorrhagia ("excessive and frequent menstruation"), pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal vaginal bleeding during periods"), uterine perforation ("perforation uterus"), autoimmune thyroiditis ("hashimotos") and pregnancy with contraceptive device ("pregnant with essure micro-insert - cesarean section (B)(6) 2016") in a 28-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included fibromyalgia, chronic fatigue syndrome, hepatitis and thrombocytopenia. Concomitant products included anovlar (loestrin), axotal (fioricet), cilest (tri-sprintec), cilest (tricyclen), ergocalciferol (calciferol), fluoxetine hydrochloride (prozac), hydroxyzine hydrochloride (vistaril), levothyroxine sodium (synthroid), marvelon (mircette), metaxalone (skelaxin) and nifedipine (adalat). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 4 days after insertion of essure, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), nausea ("nausea"), insomnia ("insomnia"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2013, the patient experienced irritable bowel syndrome ("ibs"). In 2016, the patient experienced hypothyroidism ("hypothyroidism"). In 2017, the patient experienced allergy to metals ("nickel allergy"), night sweats ("night sweats"), hot flush ("hot flashes"), irritability ("irritability"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), paralysis ("paralysis") and seizure ("seizures"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("utis,"), anxiety ("anxiety"), sjogren's syndrome ("sjogrens"), rheumatoid arthritis ("rheumatoid arthritis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), cluster headache ("cluster headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pollakiuria ("painful frequent urination"), uterine pain ("uterus pain"), myalgia ("muscle pain"), arthralgia ("joint pain/ hand/ knees"), bladder pain ("bladder pain") and eye pain ("eye pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (nova sure ablation), surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy), surgery (ablation on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, polymenorrhagia, pelvic pain, uterine perforation, autoimmune thyroiditis, pregnancy with contraceptive device, abdominal pain, night sweats, hot flush, irritability, menorrhagia, urinary tract infection, anxiety, depression, sjogren's syndrome, rheumatoid arthritis, bladder disorder, urinary tract disorder, migraine, headache, nausea, cluster headache, vaginal discharge, fatigue, irritable bowel syndrome, insomnia, alopecia, vitamin d deficiency, vitamin b12 deficiency, pollakiuria, hypothyroidism, hypoaesthesia, paraesthesia, paralysis, seizure, uterine pain, myalgia, arthralgia, bladder pain, hypersensitivity and eye pain outcome was unknown and the vaginal haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune thyroiditis, bladder disorder, bladder pain, cluster headache, depression, dysmenorrhoea, dyspareunia, eye pain, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, hypoaesthesia, hypothyroidism, insomnia, irritability, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, night sweats, paraesthesia, paralysis, pelvic pain, pollakiuria, polymenorrhagia, rheumatoid arthritis, seizure, sjogren's syndrome, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin b12 deficiency and vitamin d deficiency to be related to essure. The reporter commented: the trailing coils left 3, and right 3. Diagnostic results: on (B)(6) 2011 by hysterosalpingogram (hsg) and the result of essure confirmation test are unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes and left tube inconclusive and the date on which received the results was 2011. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: allergy to metals, abdominal pain, pelvic pain. Described pregnancy with contraceptive device, device ineffective. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Events abnormal vaginal bleeding during periods was clubbed with previously reported event. Events hypersensitivity, eye pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("excessive and frequent menstruation,") and allergy to metals ("nickel allergy"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.